Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located over the proximal ro marker of the balloon. This failure is likely due to problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. Therefore, the most probable root cause is design inadequate for purpose. There is an investigation in process to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an attempt was made to inflate the balloon; however, the balloon would not inflate when pressure was applied. The procedure was completed with another hurricane rx balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.